Event description:
On 12/13/1999, the account reported a hemoglobin result of 13.4 g/dl which was questioned by the physician. The same sample was retested four hours later and a hemoglobin=8.7 g/dl was obtained. The pt was redrawn and a hemoglobin result of 9.2 g/dl was obtained and reported. No report of injury.